Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014 patient experienced a hypoglycemic event while wearing dexcom device. Patient's mother stated that patient was hospitalized after becoming unconscious due to hypoglycemia. Patient's mother stated that dexcom device alerted patient of low cgm values. Patient was released from hospital on (B)(6) 2014. No further medical intervention was necessary.